Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited spontaneous unpairing from the merlin phone application. Further investigation revealed a bluetooth telemetry malfunction on the ICD. No intervention was reported. There were no patient consequences.